Manufacturer narrative:
Lot numbers were not provided, therefore, a lot history review was not performed. The devices for the malfunctions were not returned to the bd for evaluation; however medical records have been received for evaluation for 1 of the 3 malfunctions. Medical records were not provided for 2 malfunctions. The investigation is confirmed the migration of device or device component for the device that provided medical records, but inconclusive for the malposition of device. The investigation for the remaining 2 malfunctions was inconclusive for migration of device or device component and malposition of device since the samples were not returned for evaluation and photos, images, and medical records were not provided. A definitive root cause could not be determined. The devices are labeled for single use. (Catalog number for 2 malfunctions - unknown filter).

Event description:
This report summarizes three malfunctions. A review of the information indicates that model rf310f vena cava filter allegedly experienced a malposition of device and a migration of device or device component. This information came from various sources. All three malfunctions involved 3 patients with no patient consequences. One of the patients was a (B)(6) year old female. Weight for the reported patient was not provided. Age, weight, and gender were not provided for the remaining reported patients.

Manufacturer narrative:
H10: the lot number for all the three reported malfunctions were not provided, therefore, lot history reviews will not be performed. Product catalog number was reported as unknown filter for two of the three reported malfunctions. The devices were not returned to the manufacturer for evaluation; however, medical records were provided and reviewed for two malfunctions. Medical record was not provided for one malfunction, therefore, the investigation is inconclusive for the reported tilt and migration. Migration and tilt are inconclusive for one malfunction. The remaining malfunction is confirmed for the alleged migration but inconclusive for tilt. Based on the available information, the definitive root cause is unknown. The devices were labeled for single use. H10: g3 h11: b5,g1 h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes three (3) malfunctions. A review of the information indicates that model rf310f vena cava filter allegedly experienced malposition of device and migration of device or device component. This information was received from various sources. All the three malfunctions were involved patients with no reported consequences. Of the three reported malfunctions, one male patient weighs 153 kgs and one female patient age is 81 years old. Age, weight, and gender were not provided for the remaining reported patients.